Event description:
Country of complaint: (B)(6). The wire/thread inside the cassette is broken and tangled.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Reported device is not marketed in the us; however, similar device is. Mfg site eval: cassettes received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. Thread of the cassette received is tangled and it is not useful. Thread into the cassette becomes tangled when it is pulled out with a large and fast movement. The reel spins free and some turns of thread come out from the reel core. Pulling thread after this situation results in tangling of thread. Taking into account that the sample received expired in june 2013,t his complaint is not justified. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.